Event description:
Related manufacturer report numbers: 2916596-2023-06166 and 2916596-2023-06164. It was reported that the patient presented to the emergency room with no flow. A review of the log files showed multiple low flow alarms and low power hazard alarms, prior to the occurrence of the low flows. There was a brief interruption in power to the mobile power unit. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms associated with a decrease in flow to 0 liters per minute (lpm). A specific cause for these events could not be determined through this evaluation. The controller event log files captured a continuous low flow hazard alarm on (B)(6) 2023, with estimated flow values hovering at or slightly above 0 lpm. Following the reported system controller exchange flow values were restored with no further notable events or alarms observed. Despite the decrease in flow, the pump appeared to function as intended at the set speed. The account communicated that no further information regarding this event could be provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.